Event description:
It was reported that the user received a high glucose alert on the ilet, with an ilet reading of 317 mg/dl and a confirmatory fingerstick of 357 mg/dl, after performing a supply change; troubleshooting identified a likely setup error in which the needle guard was not removed, preventing insulin delivery, and the user completed an infusion set change with insulin delivery resuming. Symptoms included hyperglycemia and thirst. Outcomes included continued monitoring with a planned call-back to confirm glucose decline and no hospitalization. Investigation included customer support troubleshooting and step-by-step education on proper infusion set change procedures. Investigation of this case revealed probable user setup error leading to interrupted insulin infusion and resultant hyperglycemia, which resolved after correct infusion set placement and resumption of delivery. It was concluded, based on previously established findings for similar reports, that the cause was use error related to infusion set setup. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.